Event description:
It was reported the pt had blistering around the lead incision site. The blisters have ruptured, it is unk if the area has been cultured. The pt was referred to his neurosurgeon for an explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.